Manufacturer narrative:
All available information was investigated and the reported activation failure (inability to deploy the clip) could not be replicated in a testing environment due to the returned device conditions (clip was not returned and the dc shaft, acutator mandrel, and l-lock shaft were cut). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported inability to deploy the clip. The reported renal failure was likely related to the baseline unstable condition. Renal failure is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported unexpected medical intervention, surgical intervention, and hospitalization were results of case specific circumstance as the device had to be cut, surgery was performed, and the patient remained hospitalized. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip nt was successfully placed on the anterior-2/posterior-2 (a2/p2) leaflets. During the deployment sequence it was identified that the shaft remained attached to the clip. Troubleshooting was preformed unsuccessfully, and surgery was preformed by cutting the shaft near the tip of the clip arm. The clip and shaft could still not be separated. It was determined that the patient would not be a viable candidate for valve replacement, so it was determined to ensure that the shaft would remain attached to the clip and the procedure was discontinued. The final mr was grade 2+. There were no clinically significant delays reported. On september 22, hemodynamics stabilized and the iabp was successfully removed. Although the patient's hemodynamics were stable, compared to the preoperative condition, the patient is still unable to respond clearly, so observation continues. Urine output is minimal, and dialysis was planned.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip nt was successfully placed on the anterior-2/posterior-2 (a2/p2) leaflets. During the deployment sequence it was identified that the shaft remained attached to the clip. Troubleshooting was preformed unsuccessfully, and surgery was preformed by cutting the shaft near the tip of the clip arm. Unfortunately, the clip and shaft could still not be separated. It was determined that the patient would not be a viable candidate for valve replacement, so it was determined to ensure that the shaft would remain attached to the clip and the procedure was discontinued. The final mr was grade 2+. There were no clinically significant delays reported.